Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a new sensor message occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration. The probable cause was determined to be early sensor expiration due to potential patient misuse. In addition, early sensor expiration was found in connection to the reported allegation. The reported event of a replace sensor now message is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.